Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had cp placed after the patient condition had deteriorated after non-st-segment elevation myocardial infarction. The patient had a complex history inclusive of coronary artery bypass graft kidney transplant, and cardiomyopathy. After pump placed the patient had ventricular tachycardia and was shocked x3 and patient was sent to the intensive care unit on support (and with extracorporeal membrane oxygenation) where a gi bleed was observed. The bleed was seen with drop in h&h labs and red blood cells unit x1 was given. The patient expired after being placed on palliative care on day 6 of the support.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Ventricular tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: it was reported that patient had unknown source of bleeding. The cause of the bleeding is determined to be patient condition because the location of the bleeding is unknown. Device history review: the device passed all the post sterile inspection checks.